Event description:
It was reported that a patient presented remotely with an elective replacement indicator (eri) alert, despite the battery voltage suggesting otherwise. Eri was confirmed, and it was suspected that there was an overestimation of longevity. No intervention was reported. There were no patient consequences.